Event description:
It was reported that during a percutaneous coronary intervention (pci) stent damage occurred. The target lesion was located in the calcified left anterior descending (lad) artery. The veriflex 3.00 x 20mm stent delivery system was unable to cross the lesion. The device was removed and the distal end of the stent looked crimped. The procedure was completed with another same device. No patient complications were reported and the patient's status if fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).